Event description:
Additional information from the manufacturers' representative reported that at surgery the new lead provided response.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care provider (hcp) via manufacturing representative regarding a patient who was implanted with a neurostimulator for urinary dysfunction. It was reported the patient was scheduled for a battery replacement due to normal depletion of implantable neurostimulator (ins) and the patient reportedly felt stimulation in left outer buttock. During response testing, the patient only clenched butt cheeks, noting there were no bellows or toe curling seen which were expected. Fluoroscopy showed the lead was "very lateral" in the anterior posterior image and appeared to be very deep in the lateral image. As a result, the physician then started to remove the lead and the lead broke. The physician tried to retrieve the rest of the lead but was unable so the part of the lead remained in the patient. A new lead was implanted. Additional information has been requested regarding confirmation of number of leads involved, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.